Manufacturer narrative:
H4: the lot was manufactured from february 17, 2020 - february 18, 2020. H10: five (5) actual samples were received for evaluation. Visual inspection was performed and various fill port connector gaps were observed. The gap between the fill port connector and the fill port tubing was measured and verified a gap of less than 5mm in the samples which is within the specification for this product. All connections were secure. The reported condition was not verified. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining four (4) samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap in the tube set valve of 9 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further reported that from the port that attaches to the pump, the white attachment part that goes into the tube does not fit 100% snug into the tub; there is a gap. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.